Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) was not found to contain any anomalies. The stimulation lead and extension bodies were found to have their bodies cut through; the product was segmented. No other significant anomalies were found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0ynz4, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0yb69, implanted: (B)(6) 2015, product type: lead. Reference report number: 2700490000-2016-8010.

Event description:
A healthcare professional reported a patient whose indication for use is orofacial dystonia had presented to the emergency room about one month after implant, (B)(6) 2016, with sudden onset of swelling and redness on the chest by the implantable neurostimulator (ins). Redness was spread around the chest and up to incision on neck with cellulitis. Labs and pre-operative x-ray was done on (B)(6) 2016. Blood cultures were done and results of the blood cultures indicated high c-reactive protein, 77.9. The leads had come back (B)(6) with (B)(6) and chest fluid labs 2+ (B)(6). X-ray showed lungs were clear, there was no pleural effusion or pneumothorax. The device and leads were explanted that day, (B)(6) 2016, and patient was sent to the post-anesthesia care unit (pacu) in a stable condition. On (B)(6) 2016 the patient was doing well two weeks post-operative. There were no problems with lead, battery site or incision. The patient was happy with progress and wanted system put back in as soon as possible. Patient was alert and awake, orientated times 3 which was age appropriate, ambulating correctly without difficulty, incisions are clean and dry with no drainage, erythema or warmth. There was a small amount of fluid around the battery but it was not excessive. The patient had completed antibiotic therapy. The plan was to follow up with regular maintenance/programming with neurologist. Replacement was going to be scheduled as soon as possible but was not officially planned yet. The event had occurred at the hospital. See medwatch form attached.